Manufacturer narrative:
Literature citation: shinichi inoue; "effect and complication of olif". Mean age: 73 years. 13 females, 7 males. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Patient code: (B)(4) (foot drop) although it is unknown if the devices led to the event, we are filing this report for notification purposes.

Event description:
Pre-op diagnosis: oblique lumbar interbody fusion it was reported that 20 patients with 48 vertebrae who underwent olif from (B)(6) 2014 to (B)(6) 2015 were investigated for an abstract study. Post-op, 1 patient suffered from drop foot on the opposite side to approached side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.